Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no info to suggest that the pt sustained a serious injury. The pt is to continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): (B)(4) 2013 - reuse. Electrode belt (B)(4): (B)(4) 2014 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (B)(4).

Event description:
A USA distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial flutter with rapid ventricular response at 156 bpm contributed to the false detection. The pt was conscious at the time of the event and reported to have heard the alarms. The response buttons were pressed after the defibrillation. The pt continues to wear the lifevest.